Manufacturer narrative:
A supplemental report is being submitted for correction to h10 of the previous report to reference the CAPA #. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven days following the implant of this transcatheter bioprosthetic valve an acute st segment elevation myocardial infarct (stemi) occurred that required hospitalization. It was reported by the physician that a plaque rupture of a non-significant baseline lesion of the ramus occurred. Diagnostic blood test showed high troponin level. Coronary arteriography showed a lesion of 50% of the ramus. Electrocardiogram (ECG) confirmed stemi. Percutaneous coronary intervention (pci) was performed and the stemi resolved the same day as onset. The patient was discharged four days after presenting. Per the physician, the event was not related to the valve implant procedure or any medtronic device. Additional information was received that the cause of the stemi was due to an 'old', previous circumflex intermediate lesion that was identified prior to the transcatheter aortic valve implantation procedure. The physician added the plaque rupture occurred after the procedure and the cause of the stemi was solely due to the patient's condition. The patient was asymptomatic and there was no indication of valve movement post-operatively. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00955245. Select patient information cannot be included in regulatory report due to regional privacy regulations. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: myocardial infarction is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Per the physician, the cause of the st segment elevation myocardial infarct (stemi) was solely due to the patient's condition. Thus, the root cause can be attributed as a patient-related issue. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.